Manufacturer narrative:
(B)(4). Initial report: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Associated product: medical product: cer option type 1 tpr sleve -6, catalog #: 650-1064, lot #: 3064946. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial surgery, the surgeon was unable to achieve fixation of the ceramic head when impacting to a taperloc stem. The taper remained but the ceramic head would come off. The surgery was completed with a cobalt chrome head, size 40 -6 which impacted with no issue. Attempts have been made but no further information has been provided at this time.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. It was reported that during initial surgery, the surgeon was unable to achieve fixation of the ceramic head when impacting to a taperloc stem. The taper remained but the ceramic head would come off. The surgery was completed with a cobalt chrome head, size 40 -6 which impacted with no issue. The event occurred during surgery. There were no health consequences. Visual inspection of the cer bioloxd option hd 40mm (item: 650-1058 lot: 3062012) shows multiple marks where the head has come into contact with metallic objects on the spherical diameter and internal taper, the head otherwise looks to be in good condition. A dimensional inspection has been carried out and cer bioloxd option hd 40mm was found to be conforming to drawing specification, see attached inspection form. The likely root cause of the head taper not seating is the taper was not completely clean and dry but this cannot be confirmed for the reported event. It is unlikely the cer bioloxd option hd 40mm contributed to the event as the ceramic head is conforming to specification. A review of the complaints database shows that we have received 2 reported events for "implant would not assemble with mating implant " for the same item number ¿650-1058¿ prior to the reported event. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file. The overall score is low risk CAPA: no corrective or preventive action required at this time. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated.

Event description:
It was reported that during initial surgery, the surgeon was unable to achieve fixation of the ceramic head when impacting to a taperloc stem. The taper remained but the ceramic head would come off. The surgery was completed with a cobalt chrome head, size 40 -6 which impacted with no issue.